Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing due to competitive atrial pacing and functional loss of capture. As a resolution programming changes were made. The patient condition was stable.